Manufacturer narrative:
Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 207917a, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing non-target stimulation. It was also noted that the patients ipg had not been able to charge. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.